Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was used to interrogate the cardiovascular implantable electronic device (cied) pre-operatively. The connection with the cied was normal until the cied was handed off. It was noted that there were dots and lines displayed on the application right ventricular (rv) electrogram (egm) while no-one was touching the cied in the sterile field, which continued for approximately two minutes. It was further reported that it was initially not possible to test the cied due to a loss of connection. It was noted that the patient connector was approximately six feet from the cied. No patient complications have been reported as a result of this event.